Event description:
The facility reported a flo-gard infusion pump with failure code 35; this condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the emergency room. According to the hospital representative, no patient involvement, patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a pump which failure code f-35 occurred was confirmed by service. The cause of the reported condition was not determined. The device was returned to the customer with no repairs made. Additional information: a service history review revealed no previous service events were related to the reported condition. A follow-up report will be filed if any additional details become available.